Event description:
It was reported that the wireless recharger (wr) was unresponsive when they pressed the power button and the wr battery indicator light was scrolling up and down continuously. The patient stated that the wr battery indicator light continued to scroll up and down even after they undocked the wr. The patient mentioned that they were also seeing the 'no device found' screen on the recharger app. The patient mentioned that they hadn't charged the wr in a couple of days, but confirmed they charged it recently. During the call, the patient did not see the green light on the back of the charging dock initially, but they confirmed they saw it after moving the dock. The rep had the patient press and release the wr power button, but the wr battery indicator light continued to scroll up and down. The rep had the patient reset the wr and they confirmed all the wr indicator lights were grayed out briefly, but then the wr battery indicator light resumed scrolling up and down continuously. The wr continued to be unresponsive when the patient pressed the wr power button. The issue was not resolved. An email was sent to the repair department to replace the wr and dock. Additional information was received from the patient on (B)(6) 2021. The patient received replacement equipment today and it is working and charging as intended.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the returned wireless recharger (s/n: (B)(6)) identified that the flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.